Event description:
It was reported that a transient ischemic accident occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was used. Prior to the procedure the patient was not taking any antiplatelet therapy. During the implant procedure a closure device was placed but the position was too proximal so this device was removed and a second device was successfully placed. The procedure was completed and the patient was discharged with prescriptions for (B)(6) and clopidogrel. The patient experienced a seizure on 18december2019 and 29june2021. On (B)(6) 2021, 1142 days post implant procedure, the patient experienced slurred speech, right sided facial droop, and fatigue. Upon arrival in the emergency department, physical examination revealed no significant findings with normal motor, sensory and cranial nerve function. Neurology consultation recommended for CT scan of head, neck, and CT perfusion and suspect for transient ischemic attack. On the same day, CT scan revealed no acute infract, no intracranial hemorrhage, no effective mass, chronic thin bilateral hematoma. On (B)(6) 2021, CT of angio neck revealed no stenosis, no occlusion, and no perfusion. Therefore, the patient was recommended for MRI for further evaluation. Minor facial paresis, mild to moderate decrease in sensory sensation, and drift in the motor function of the right and left leg were noted. The patient was diagnosed with a transient ischemic attack. On (B)(6) 2021, MRI of head revealed no intracranial hemorrhage, no effective mass and right parietal craniotomy, chronic subdural hematoma. On (B)(6) 2021, the patient was in stable condition and discharged with prescriptions for keppra and phenytoin.

Event description:
It was reported that a transient ischemic accident occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was used. Prior to the procedure the patient was not taking any antiplatelet therapy. During the implant procedure a closure device was placed but the position was too proximal so this device was removed and a second device was successfully placed. The procedure was completed and the patient was discharged with prescriptions for aspirin and clopidogrel. The patient experienced a seizure on (B)(6)2019 and (B)(6) 2021. On (B)(6) 2021, 1142 days post implant procedure, the patient experienced slurred speech, right sided facial droop, and fatigue. Upon arrival in the emergency department, physical examination revealed no significant findings with normal motor, sensory and cranial nerve function. Neurology consultation recommended for CT scan of head, neck, and CT perfusion and suspect for transient ischemic attack. On the same day, CT scan revealed no acute infract, no intracranial hemorrhage, no effective mass, chronic thin bilateral hematoma. On (B)(6) 2021, CT of angio neck revealed no stenosis, no occlusion, and no perfusion. Therefore, the patient was recommended for MRI for further evaluation. Minor facial paresis, mild to moderate decrease in sensory sensation, and drift in the motor function of the right and left leg were noted. The patient was diagnosed with a transient ischemic attack. On (B)(6) 2021, MRI of head revealed no intracranial hemorrhage, no effective mass and right parietal craniotomy, chronic subdural hematoma. On (B)(6) 2021, the patient was in stable condition and discharged with prescriptions for keppra and phenytoin.